Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia peritoneal dialysis cassette. This was found during initial drain. The patient was connected during the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The registered nurse (rn) checked for kinks, twists, clamps, fibrin and air; a gap was found in the patient line. Renal therapy services (rts) advised the rn to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.